Event description:
Holmium laser fiber broke inside scope during a flexible ureteroscopy procedure on a (B)(6) female. The starting power was three watts and then increased to six watts when the fiber broke in the scope which was in the kidney at mid pole. The scope was damaged and the patient received a minor burn.

Manufacturer narrative:
Fiber was evaluated with a severe bend in the fiber at approximately four inches from the distal tip of the fiber. The location of the bend in the fiber likely indicates that the fiber was bent in this same manner when it was fired and broke inside the scope. The fiber could break in such a manner if the indicated fiber bend radius exceeded. The extent of the bend radius at the time of the fiber break is unk. This fiber break could only have occurred during fiber use by the end user as such a break would have failed power testing during fiber mfg in addition to being clearly noted by fiber production personnel as an abnormal defect. Fiber was tested mechanically and passed mechanical testing. There does not appear to be any material defects related to this fiber.